Event description:
Consumer called to report getting very different readings with her meter. Analysis run on consensus error grid using mean reading (186) as reference point vs. Bd readings (33,338) yielded data points in the c range of the grid, outside of acceptable limits.